Manufacturer narrative:
Initial reporter information was not provided.

Event description:
The advocate stated the customer received a blood glucose reading of 180mg/dl from the contour usb meter, re-tested on a different meter and received 73mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the test strips are to be returned for evaluation.replacement test strips and meter were sent to the customer.